Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller indicated that they were doing an implant system placement and they were getting high impedance values. Prior to calling the physician had reseated the lead but that did not resolve the issue. When they tested for motor response with the j-hook they were getting good motor response. When the lead was connected to the ins, they were able to see the blue tip of the lead in the header and the lead did not pull out of the header after it was torqued down. The caller provided the following impedance values: ref 0 c 3050ohms 3 2 1 >4000ohms ref 1 all pairs >4000ohms ref 2 c 2365ohms 0 1 3 >4000ohms ref 3 c 2905ohms 0 1 2 >4000ohms. The caller entered a custom program with electrodes 0- 1+, cycling at 3 sec on and 3 sec off and increased the amplitude. The caller reported that they were seeing bellows response. The caller reported that with 2 and 3 as active electrodes they were getting bellow response at 0.4 to 0.6ma. The issue was not resolved through troubleshooting. Tss reviewed information about impedance and considerations for how to proceed during the case.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance issue was unknown. Called tech services on 6/16/25 and troubleshot the high impedances. Took out the lead from the ipg and reset the lead into the ipg and tested impedances, and they were still all above 4000. Then we tested the ipg connected to the lead with cycling programs with 3 secs on and 3 secs off for all of the combinations: 0-, 1+, 1-, 2+, 2-, 3-, 2+. All of them showed motor responses when we turned on the stimulation. Then the physician decided to keep the ipg in place with the high impedance, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.